Manufacturer narrative:
(B)(4).

Event description:
Patient had 2 leads (from the same lot) implanted. It was reported the patient ((B)(6)) experienced ineffective stimulation. Diagnostics indicated invalid impedance readings. Surgical intervention was undertaken and intra-operative testing of the lead again yielded invalid impedance readings. The lead was removed and the physician indicated the lead was kinked. The physician explanted the patient's drg system and implanted a scs system. The date of implant of the lead was requested, but was unable to be provided to the manufacturer.